Event description:
Additional information - it was reported that the lead was explanted and replaced. The patient was in stable condition throughout.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a right atrial (ra) lead revision due to a high pacing impedance and loss of capture. Prior to the procedure, a venogram was done and the patient had an occluded left venous access site, while fluoroscopy showed clavicular crush of the ra lead. The lead revision did not yet occur due to the occlusion. There were no patient symptoms.

Manufacturer narrative:
Final analysis found that the insulation was fractured at 25cm to 25.8cm from the distal tip. The damage sustained resulted from clavicular crush. The reported events of high pacing lead impedance, loss of capture and clavicular crush were confirmed by analysis.

Manufacturer narrative:
Correction: h6 - component code changed.